Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33-38mg/dl. Low bg cause was not known. Customer consumed carbohydrates and stop insulin delivery on the pump to address bg.